Event description:
Customer reported having sensor glucose versus blood glucose issue with blood glucose being 47mg/dl at the time of the low event and having a change sensor alert. Helpline found that customer calibrated 8 times in 1 day, which can temporarily reduce sensor accuracy. Customer was also calibrating at times when she was rapidly rising or falling. Customer had lots of fluctuation in sensor data. Customer could not test the transmitter. Customer was sleeping when she awoke with low symptoms on (B)(6) 2024 at 1am. No harm requiring medical intervention was reported. Similar thing happened on the evening of (B)(6) 2024, with sensor glucose of 53mg/dl versus blood glucose of 100mg/dl. She was driving on the (B)(6) 2024 event and felt low and pulled over, tested, and treated the low. Customer did take acetaminophen on (B)(6) 2025 at 4pm. The customer will continue using the device and pump will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.